Event description:
It was reported that during unit checkup, the cs300 intra-aortic balloon pump (iabp) unit argumentation indication lamp not working. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue. The fse replaced pcb key pad controller kit and performed routine cleaning. The fse then ran the unit with a trainer and found no issue. The iabp passed all functional and safety tests and was returned to the customer for use.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit argumentation indication lamp not working.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.